Event description:
It was reported that at the time of the pump refill, the health care provider (hcp) determined that the pump had flipped. The patient experienced increased pain. Surgical intervention was provided. The report indicated that the pump was not secured down and was flipping in the pump pocket. The catheter was noted to be intact. The patient recovered without sequela. The pump was used to deliver hydromorphone, bupivicaine and clonidine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that during a scheduled pump pocket revision, it was noted that the catheter had kinked. The catheter was unkinked during the surgical procedure. The etiology was noted to be related to the device or therapy. The outcome was resolved without sequelae(B)(6)-2009.